Event description:
It was reported that this right ventricular (rv) lead was suspected of exhibiting loss of capture. Device data was sent to rhythmcare for review. Data review was able to confirm the reported loss of capture. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).